Event description:
The biomedical engineer at the hospital, reported that "during a surgery, while reaming, the head of the reamer fractured. Difficulty to extract the fragment."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.